Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. The following information was provided by the initial reporter translated from chinese: usage time: (B)(6) 2023 purpose: to connect the infusion connector function basis: infusion therapy. Because the thread is too short, the connector part of the infusion set is leaking and bleeding when used. Resulting in insufficient fluid input measurement, blood pressure drop, patients agitated, affecting the condition. Timely replacement of another needle free connector.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Lot 1237313 is a final product lot. Q-syte subassemblies used in that final lot were built under part number 8001498 lots 1202055, 1202979 and 1218602. DHR for lot 1202055 was reviewed. The lot was built, and bulk packaged on qfa line 5 from (B)(6) 2021 through (B)(6) 2021 for a total quantity of (B)(4) units. No related deviations were found during the manufacture of the subassembly batch. Qn# (B)(4). Was initiated for low push during the built of this lot number, which could potentially be related to this complaint. No process deviations were found. DHR for lot 1202979 was reviewed. The lot was built, and bulk packaged on qfa line 5 from (B)(6) 2021 through (B)(6) 2021 for a total quantity of (B)(4) units. No related quality issues or deviations were found during the manufacture of the subassembly batch. DHR for lot 1218602 was reviewed. The lot was built, and bulk packaged on qfa line 5 from (B)(6) 2021 through (B)(6) 2021 for a total quantity of (B)(4) units. No related quality issues or deviations were found during the manufacture of the subassembly batch. H3 other text : see h10.